Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with pry marks observed on the rear housing. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "battery depleted alarm" was able to be duplicated. During investigation simulated use testing confirmed the battery depletion alarm by running the pump and the pump produced the battery depletion alarm with constant alarm. During further investigation, the pump was opened and found the motor locked. Service replaced the pump motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during routine testing of this smiths medical cadd legacy pump, the pump exhibited "battery depleted alarm". It was reported that there was no patient involved.